Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion).

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date, total arch replacement was performed. On (B)(6) 2019, the patient underwent endovascular treatment for the descending aortic aneurysm distal to the anastomosis using the gore® tag® conformable thoracic stent graft with active control system (ctag). On an unknown date, aneurysm formation and arterial enlargement were observed distal to the ctag. Persistent hemoptysis of unknown cause was noted, and a distal type I endoleak was suspected. On (B)(6) 2025, the patient underwent reintervention. An additional ctag was placed distal to the device. An endoleak was confirmed, and it was considered a distal type I endoleak. Although the endoleak persisted, the procedure was completed. The physician stated the following: it is unclear from the CT whether the hemoptysis is caused by the descending aneurysm, but due to aneurysm formation, additional tevar was performed.